Event description:
It was reported that there was lead migration and resultant numbness and pain in the patient's thighs and knee following a car accident. It was noted that "there was significant lead migration and stimulation didn't seem to make a huge difference before so it was explanted." It was stated by the representative that the implantable neurostimulator (ins) was removed on (B)(6) 2013 but it was assumed the representative meant 2012. It was stated that the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 240620001, implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).